Event description:
It was reported that a leak was observed from an unspecified location during use of a homechoice cassette; further described as ¿leak is coming from the cassette door¿. This occurred during priming of peritoneal dialysis (pd) therapy. There was no damage noted to the supplies and the cassette was dry; however, the location of the leak could not be found. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.